Event description:
The customer received a control reading of 77mg/dl on the contour next ez. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Extra test strips were sent to the customer. Product is not expected to be returned for evaluation.